Event description:
Diabetes patient has a strong ketoacidosis [diabetic ketoacidosis]. Hard to retract the piston rod [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "diabetes patient has a strong ketoacidosis (diabetic ketoacidosis)" with an unspecified onset date, "hard to retract the piston rod(device component malfunction)" with an unspecified onset date, and concerned a (B)(6) year-old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", patient height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus. On an unknown date, patient had strong ketoacidosis at the weekend during use of novopen echo. Novopen echo was hard to retract the piston rod. Patient did not need any external help and was able to inject with the replacement device. Blood glucose was >22 mmol/l at the time of event. Batch numbers: novopen echo: fvga925. Action taken to novopen echo (insulin delivery device) was not reported. The outcome for the event "diabetes patient has a strong ketoacidosis (diabetic ketoacidosis)" was not reported. The outcome for the event "hard to retract the piston rod(device component malfunction)" was not reported. Manufacturer preliminary comment: the suspected device (novopen echo) has not been returned to novo nordisk for evaluation. No conclusion has reached regarding the reported events. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for the development of diabetic ketoacidosis.

Event description:
Case description: current condition: type 1 diabetes mellitus (duration was not reported). Investigation results: novopen echo batch number fvga925. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Microscopic examination performed. Small pieces of glass were observed on the joint round the piston rod. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Since last submission the case has been updated with the following information: investigation results updated. Manufacturer's comment updated. Narrative updated. Manufacturer comment: (B)(6) 2020: the suspected device (novopen echo) has been returned to novo nordisk for evaluation. Upon investigation of the device, damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. This could have resulted in device malfunction resulting in diabetic ketoacidosis. H3 continued: evaluation summary novopen echo batch number fvga925 the batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Microscopic examination performed. Small pieces of glass were observed on the joint round the piston rod. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device.

Event description:
Case description: on (B)(6) 2021, an amendment was performed. Since last submission the following information has been amended: the case was initially marked as non-reportable and is now corrected as 'reportable'. All the required fields for final reportable incidents filled.